Manufacturer narrative:
Retainer ring = black on(B)(6) 2021 the customer reported two pump error 25 and a crack in the case. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the corner of the left belt clip rail. Device passed displacement and active current measurement tests; it failed sleep current measurement test. An unexpected pump error 25 did occur during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to determine if any pump error 25 has occurred in the past. The adapt tool does not list any pump error 25 whatsoever. The insulin pump trace download doesn't seem to confirm a pump error 25 either. The case was cut open. After visual inspection, there is corrosion inside and underneath the electrical board 1 j6 internal battery connector. In summary, the customer¿s report of a pump error 25 and a crack in the case was confirmed during testing. The pump error 25 and high sleep current measurement are due to the moisture damage inside and around the electrical board 1 j6 internal battery connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump notification light stopped flashing immediately. Insulin pump had a crack and pump errors. Customer was able to clear thee alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.